Event description:
The manufacturer was informed of the following event through patient tracking database. Based on the information on the patient implant form, on (B)(6) 2022, annuloflex mitral ring af-830 was implanted and explanted intra-operatively. Another af-830 was implanted in the patient as a replacement. No allegation of device malfunction nor serious injury on the patient has been received from the hospital regrading this event.

Manufacturer narrative:
A complete manufacturing and material records review for the device has been performed. The results confirmed that the device satisfied all material, visual and performance standards required at the time of manufacture and release. Based on the limited information available, it is not possible to establish a definitive root cause for the reported event. However, from the document review performed, no manufacturing deficiencies were identified. The manufacturer is following up to retrieve additional information on this event, and the device involved. Should any further information be received in the future, the manufacturer will provide a follow up report. Unknown disposition.